Event description:
Pacemaker log book shows multiple inappropriate mode switches due to recorded artifact, as well as multiple inappropriate non-sustained ventricular events also from artifact. Output thresholds began to rise and sensing was inappropriate. Pt has complete heart block and relies on the pacemaker completely. Pt also admitted to pre-syncopal spells, likely from failing leads.